Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06061. Related manufacturer reference number: 2938836-2019-06062. It was reported that during a lead replacement procedure, the right ventricular lead was suspected to be malfunction and exhibited noise. The lead was not used and replaced. The patient was stable.